Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? What is the product code? Are there any photos of the labeling issue available? Did the outer package show any signs of damaged when received? Was the package properly sealed when received? Could you please clarify if the product is returning for evaluation? If yes, provide the tracking number what was the procedure date? What was the name of the procedure?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was stated that the customer received the product with a different label. There were no adverse patient consequences reported. Additional information has been requested.